Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level of 600 mg/dl. The customer's last blood glucose was 598 mg/dl. The customer also reported sensor signal not found. The customer stated that blood glucose stick for sensor event was 225 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.